Event description:
It was reported that while stimulation was turned on, there was no stimulation sensation. Pt had ins off for a couple years. There was no known accident or incident associated with this event. Pt had fallen a couple times but thought it was unrelated to no stimulation sensation. High impedances were reported on some of the bipolar pairs. Impedance readings were at 3.5v and pw of 450 showed all combinations with 4, 5, 6 and 7 were >4000. The 0-1, 0-2, 0-3 were in range of 500-700 with 1-2 = 400, 1-3 = 682. It was discussed the possibility of open circuit, the need for a surgical revision and x-rays of lead and/or extension area. It was reported the pt was going to consult a surgeon. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).